Event description:
The blue tip from a yankauer suction catheter was removed from the pt's vocal cords during an egd procedure. It appears the blue tip separated from the catheter, unknown to staff when it happened.